Manufacturer narrative:
Product investigation is in progress.

Event description:
(Pieces of the tampon are now ripping off) ...getting left behind- vagina [foreign body in reproductive tract]. Pieces of the tampon are now ripping off when I pull it out and getting left behind [complication of device removal]. Pieces of the tampon are now ripping off [device breakage]. Case narrative: consumer reported via e-mail that pieces of the tampon are ripping off. No serious injury reported.